Manufacturer narrative:
Interrogation of the device revealed the device had no communication and/or bvvi upon receipt, is outside the warranty period with no information given or is known to be a non-complaint return.

Event description:
It was reported that the device was explanted due to a battery failure. Additional information was requested but has not been received. No further information is available at this time.